Manufacturer narrative:
The device was manufactured august 18, 2016 ¿ august 20, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped flowing during infusion. The device had been filled with 240ml of an unspecified drug. At the end of the expected therapy time, 100ml of solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.